Event description:
The unit was returned for service as the unit was reportedly "not working." Upon further clarification with the customer it was identified that the unit had not been in pt use for more than six months and the problem was identified during a routine check of the equipment. There was no pt involvement or harm. During the repair evaluation the customer's complaint of the unit "not working" was confirmed and it was identified that the audible alarm was not functioning. The unit has been forwarded to engineering for root cause analysis.